Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.50 x 16 synergy drug-eluting stent was advanced for treatment. However, it was noted that the shaft broke. The procedure was completed with a different device and no patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ii us mr 3.50 x 16mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks on several locations of the hypotube shaft, and a hypotube break located 80.4cm distal to the distal strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.50 x 16 synergy drug-eluting stent was advanced for treatment. However, it was noted that the shaft broke. The procedure was completed with a different device and no patient complications were reported.